Event description:
The customer reported the luer cracked and broke off below the threads while in use on a pt. There was no pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, no product has been received. The customer complaint of luer cracking and breaking off below the threads could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.